Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. It was reported that during the procedure the left internal iliac artery was unintentional covered with the device (plc181000j/ 13753882). The physician commented that he had misjudged the location of the bifurcation of left internal iliac artery and left external iliac artery. No an additional procedure was performed because there was no endleak from the left internal iliac artery. The patient tolerated the procedure. No further issue was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.